Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported system error 102 alarms which were not reproduced. System error 102 alarms was verified through a review of the event history log. The device underwent functional testing however; evaluation was unable to reproduce the reported symptom or identify component causality. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 102 (pic not responding) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.